Event description:
It was reported that the battery longevity lasted less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4518, implantable pacing lead, (B)(6) 2006, competitor; a 4076-52, implantable pacing lead, (B)(6) 2006; (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.